Manufacturer narrative:
Evaluation codes updated device evaluation: one sample was received in used and decontaminated condition. A visual inspection found a cracked battery compartment and peeling dso seal. A review of the event history log found an upstream occlusion alarm. During the functional testing, the customer's reported problem of "upstream occlusion alarms while pump is running" was not able to be duplicated. Preventative maintenance was performed. The spring, pogo contact, dso seal, uso, uso seal, pin connector, optic switch, switch bracket, compartment, separator, insulator, gasket grey, gasket black, keypad, overlay, rear label, side label and latch lock were replaced.

Manufacturer narrative:
H3 other: device has not been returned to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that there was an upstream occlusion alarm while pump is running which was found during testing stage. There was no patient involvement and no patient harm/adverse event reported.